Manufacturer narrative:
This report is submitted on october 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced dizziness and no connection with the internal device; however, the issue could not resolved. Imaging revealed a tip fold over of the electrode array, resulting in the decision to explant the device on october 13, 2017.